Manufacturer narrative:
The device was explanted on (B)(6) 2023.

Event description:
It was reported that the device went into eos status approx. 88 months after the implantation. The patient was reportedly subject to MRI examination. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2023. The ICD was returned and thoroughly analyzed. Upon receipt, the device interrogation revealed the eos battery status. An amount of 26 charging cycles was recorded in the devices memory. The inspection of the ICD memory content showed that eos was detected on july 12th, 2023, at 14:28 h. The data further showed a detection of strong magnetic fields at 14:21 h, seven minutes before the eos detection, most probably due to the beginning of the mentioned MRI scan. The data documented that the MRI mode of the device had not been activated. In a next step, the eos state was removed with a technical programmer and subsequent interrogation showed the battery status mos2. The battery voltage of 3.05 v revealed a charged battery in accordance with the mos2 status. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status resulted from the reported MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.